Manufacturer narrative:
This report is being sent to provide corrected information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (patient codes).

Event description:
It was reported that this patient was undergoing an implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD) system, when it was observed that the first attempted electrode position had elevated shock impedance values (~110 ohms) and substantial fat deposits underneath the electrode. The physician re-tunneled the electrode to attempt to obtain a more suitable position, but diagnostic imaging revealed that the tunnelling tool had perforated into the sternum. The physician re-positioned the lead a third time, which resulted in an appropriate position with good impedance measurements. The procedure was completed successfully to resolve the event and no additional adverse patient effects were reported. The s-ICD electrode remains implanted and in-service, and the tunnelling tool was not returned.

Event description:
It was reported that this patient was undergoing an implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, when it was observed that the first attempted electrode position had elevated shock impedance values (~110 ohms) and substantial fat deposits underneath the electrode. The physician re-tunneled the electrode to attempt to obtain a more suitable position, but diagnostic imaging revealed that the electrode had perforated into the sternum. The physician re-positioned the lead a third time, which resulted in an appropriate position with good impedance measurements. The procedure was completed successfully to resolve the event and no additional adverse patient effects were reported. This s-ICD electrode remains implanted and in-service.